Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. Product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01667, 0001822565-2018-01668. Product location is unknown.

Event description:
It was reported that the device was discovered fractured while reviewing trays to send into surgery. Another device was replaced in tray for the surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.